Event description:
It was reported that during a procedure, the subclavian was pre-dilated and then another company's stent was implanted. Upon post-dilatation, the balloon ruptured at 14 atm. The device was removed and when the guide wire was removed, a marker was seen on the guide wire. The guide wire and the agiltrac catheter were removed in the sheath, and it was then apparent that part of the balloon had separated. Nothing was left in the patient and there was no need for medical intervention. No additional information was available.